Event description:
During a pta treatment procedure to dilate a soft stenosis in a left arm av fistula, the balloon ruptured. The physician had attached the ultra thin diamond balloon catheter to an encore 26 inflation device and inflated the balloon. The balloon burst on the first inflation at 12 atm. Thrombus was generated and the procedure was difficult for the physician to perform. The need for additional intervention was not reported. No patient injury was reported. No additional information is available at this time.